Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. Technical services noted that the smart cable displayed video when the cable was moved in different ways and then displayed waving lines on monitor lcd. The smart cable has been replaced so the returned cable was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the cable intermittently lost video. The customer had to pinch the cable to get an image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.